Manufacturer narrative:
Manufacture date: 30-apr-2024. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault was observed. The lens was repositioned and this did not resolve the problem. On (B)(6)2022 the lens was removed and on same day different surgery a shorter lens was implanted and the problem was resolved. Cause reported as user error; lens did not fail to perform as intended.